Manufacturer narrative:
Smiths medical received three cleo® 90 infusion set without original packaging for analysis (one was received in used condition, one in unused condition, one white cap with adhesive stuck in the top). Upon visual examination two samples with the adhesive stuck in the white cap and one did not have the adhesive noted. Relevant documents and operations were reviewed and deemed adequate. Production floor inventory review was conducted on 32 units in order to inspect the skin adhesive with no discrepancies were detected. Based on the evidence the complaint was confirmed. However, the root cause is unknown. Smiths medical received three cleo® 90 infusion set for analysis. However, it is not known as to which set is related to which report. Two reportable complaints (3012307300-2012-01039-240991, 3012307300-2012-01040-240992) and one non-reportable ((B)(4)).

Manufacturer narrative:
It was reported on (B)(6) 2017 that the event happened "within the last 10-15 days". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set was stuck to the cap. The patient's blood glucose levels were over 300 mg/dl at the time of the event. Patient administered an insulin injection in order to address the high blood glucose levels. No permanent injury was reported. See MFR: 3012307300-2017-01035, 3012307300-2017-01037, 3012307300-2017-01038, and 3012307300-2017-01040.